Event description:
The nipple on the device came off and was discovered in the saline bag during priming of the tubing. The nipple normally screws into the patient's quinton catheter. The nipple could have been inadvertently drawn into the patient's quinton and into his circulation, but fortunately, it was discovered before that occurred.